Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during testing. However, the reported problem could not be duplicated. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2021-04004 and 1220908-2021-04033 for similar reports from the same customer.